Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the insulin on board calculation was not entering properly into a suggested bolus amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
No activity related to the alleged issue was observed in black box or pump histories. The pump correctly calculated the insulin on board after test bolus delivers. Unrelated to the initial allegation, the battery compartment was cracked.